Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that, they were experiencing error 2 on their freestyle flash blood glucose monitor when a sample was applied and errors 3 and 4 upon insertion of a test strip. Additionally, the customer noted that, the open book and low battery icons were present on the display. During the course of troubleshooting by adc customer service, it was discovered that, the unit of measurement setting changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment associated with this event.